Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the issue occurred during a vascular diagnosis. The situation was improved by re-operation and procedure was completed as planned. The philips remote service engineer (rse) examined the system remotely and confirmed that the system intermittently did not emit x-rays during longer procedures. The rse analyzed the log and observed that the test shot was underexposed. The rse found that the fluoroscopy conditions at that time were almost at the maximum, and the stand angle was set to a deep position. This issue occurred at the limit of the system's performance. The rse determined that the issue occurred due to user error which could be avoided by adjusting the stand angle, changing the inch size, or modifying the epx setting. To resolve the reported issue the rse informed situation to customer and the customer understood the explanation about system specification. After explaining this, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such, the complaint was reported. Since that time, new information has been received, which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. The reported issue occurred when the user tried to take the shot beyond the system limit and that issue was resolved by adjusting the stand angle, changing the inch size, or modifying the epx setting. The reported malfunction was caused by the user, and the philips system was working fine. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system intermittently did not emit x-rays during longer procedures. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.